Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately sixty-six months ago. Aneurysm and vessel morphology from the time implant were not reported. It was reported that the patient had been lost to follow-up and presented to the ER with abdominal and back pain. Upon evaluation it was determined that the patient had a contained ruptured 11 cm aneurysm. The stent graft had migrated and fallen into the aneurysm sac and it was 11 cm from the level of the renal arteries. The cause of the migration was disease progression that led to dilation of the aortic neck to 27 - 28 mm in diameter. The decision was made to build the migrated aneurx bifurcated stent graft up with three endurant cuffs and one aneurx cuff. This was successful; however, prior to the patient being discharged the patient complained of back pain. Upon evaluation a type 3 endoleak between two endurant cuffs was found. The decision was made to implant an endurant bifurcated stent graft system f rom the right side, and a contralateral limb and contralateral extension on the left. There was a good result and the type 3 endoleak had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation, patient was lost to follow-up); unapproved use of device (stent graft used for treatment of a patient with a pre-operatively ruptured aneurysm) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation, patient was lost to follow-up); operational context contributed to event (stent graft used for treatment of a patient with a pre-operatively ruptured aneurysm).